Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a few bd¿ pre-filled normal saline syringes had a "milky substance" in them.

Manufacturer narrative:
Investigation summary: one hundred and eleven samples belonging to lot number: 805211c were received for evaluation by our quality engineer team for the defect of foreign matter. A device history record review did not reveal any detected non-conformances during the production of lot number: 805211c. Out of the one hundred and eleven samples, a white substance was observed within one opened sample. An additional one hundred and twenty retained samples of the same lot number were visually inspected and no signs of foreign matter were observed. A small portion of the substance was removed and fourier transform infrared (ftir) spectroscopy was performed. The spectral analysis revealed that the material had a strong match to fluorosilicone fluid. The exact cause of the foreign matter identified is unknown. The fluorosilicone fluid is not used or manufactured at the bd franklin facility therefore, it is believed to have originated from the syringe supplier. A supplier corrective action request has been submitted to the syringe supplier for this issue, in order to further determine the origin of the fluid identified. The results will be tracked and reviewed within bd franklin's next management review meeting. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. Due to the low occurrence of this defect, no further actions will be taken at the bd franklin facility.

Event description:
It was reported that a few bd¿ pre-filled normal saline syringes had a "milky substance" in them.